Manufacturer narrative:
Correction : b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's heart rate dropped from 80 beats per minute (bpm) to 45 bpm and began to sweat.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the patient¿s heart rate dropped from 80 bpm to 45 bpm and began to sweat. The surgeon suspected that the patient was in a vasovagal response. The patient¿s symptoms were stabilized after administration of medication. After the rv lead was placed, the rv pacing impedance was undefined high, and the pacing threshold could not be measured. The rv lead was removed. Cardiac tamponade was found on angiography, and rescue measures were carried out. After the patient's vital signs stabilized, the surgery was suspended, and the patient was moved to cryo console unit (ccu) for observation. The lead was not implanted. No further patient complications have been reported as a result of this event.